Event description:
Additional information was received that surgery occurred in which the lead was explanted and replaced, which resolved the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's stimulation was decreasing by itself, and the patient experienced a shocking sensation. High impedances were measured on all contacts. Reprogramming did not resolve the issue. X-ray imaging revealed that the lead had fractured and migrated. As a result, surgery may occur to address the issue.